Event description:
The surgeon was testing the balloon on the thermachoice probe as per manufacturer's instructions and under observation of manufacturer's representative, the balloon immediately leaked fluid. The probe was never inserted into the patient.